Event description:
It was reported that a malfunction occurred on a customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as backup therapy. Technical support arranged for a replacement pump with updated software to be sent and provided instructions on returning the malfunctioning pump, along with guidance for activating the new device. The caller understood and acknowledged all instructions.